Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The patient underwent a changeout procedure and this lead was extracted and replaced. The physician had inquired if the situation arose that they could not get a guidewire through the lv lead that they could track a catheter over the lv lead into the vessel. Boston scientific technical services (ts) discussed that this technique is off label. No additional adverse patient effects were reported.